Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring device fell apart when staff opened the package and took it out. No patient effects were reported by the hospital and no additional information could be obtained at that time, therefore, no determination could be made about the reportability of this incident. Maquet received this device on (B)(6) 2009 and upon decontamination on (B)(6) 2009, the visual inspection revealed that the folded seal remained inside the loader. Other observations were that the delivery device was not attached to the loader device. This visual description is a "seal does not load properly" event and is MDR reportable.

Manufacturer narrative:
Investigation results: based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B)(4).